Event description:
It was reported that the package leaked, the event was found in distributor warehouse.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d4, g4, h2, h3, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. However, the pictures received analysis confirmed the reported event. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the package leaked, the issue was found in distributor warehouse.

Event description:
It has been reported that the package leaked, the event was found in distributor warehouse.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: the device will not be returned to the manufacturer. Therefore it will not be analyzed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.